Manufacturer narrative:
The devices were not returned for analysis. The manufacturing and sterilization records were reviewed and no nonconformities were found. Device not available for return.

Event description:
It was reported to nevro that a trial patient had acquired a bacterial meningitis infection. The devices were removed. The patient was hospitalized and was given IV antibiotics. Follow up report indicated that the patient was discharged and future reimplant is unknown.

Manufacturer narrative:
The "date of this report" was completed incorrectly in the initial report. The submitted date should be 10/13/2016 instead of 09/19/2016.